Manufacturer narrative:
Internal file number - (B)(4). PMA/510k correction: date received by manufacturer updated from 07/16/2016 to 07/16/2019.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported death in this incident cannot be determined. The reported patient effects of death as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being conservatively filed to report a death. It was reported that the mitraclip procedure was performed on (B)(6)2019, to treat mitral regurgitation (mr) with a grade of 3. It was noted that this was a dextrocardia patient with a congenital heart and systolic anterior motion of the mitral valve. One clip was implanted, reducing mr to 1. On (B)(6) 2019, the next day, the patient had a sudden death with unsuccessful cardiopulmonary resuscitation (CPR). The stability of the clip was not evaluated, and although the physician stated the death is not related to the mitraclip procedure, this cannot be confirmed. No additional information was provided.